Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, it was reported by the patient that the infusion set's needle broke. Further, when the fracture occurred, she experienced high blood glucose levels and did not know why, but when she removed her infusion set, the needle was missing, somewhere inside her body. Reportedly, the infusion set was inserted in her body on (B)(6) 2020. Moreover, she had to go to her healthcare professional, but he could not find the needle and sent her to a hospital to have needle removed in a surgery. Later, it was found that the needle was inside the body, as she removed the adhesive the needle was no longer connected to adhesive but was inside her body. Subsequently, on (B)(6) 2020, she was admitted getting the needle removed from inside her body. During hospitalization, she received local anesthetic, and got needle removed in a minimal invasive surgery. No further information available.